Event description:
The end user reported that he developed an ulcer at peristomal area. Originally the ulcer measured around 20 mm and it had a pink wound bed with scant amount of serosanguineous drainage. He stated that he self treated the ulcer using hydrocolloid dressing (brand unknown). Presently, the ulcer has almost resolved to the size of a pinhole. He also, reported that he feels the ulceration developed after his surgery, where he gained a large amount of fluid and his weight increased up to 186 pounds.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient / event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).